Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "persistent downstream occlusion alarm" was reproduced. The device was sent for downstream occlusion testing and it failed. A review of the event history log revealed multiple "downstream occlusion!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the force sensor readings out of specification. The force sensor no tube and scale factor required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion alarm occurred in the biomedical service department. There was no patient involvement. No additional information is available.